Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received a da vinci product involved in this complaint to perform failure analysis. As of the date of this report.

Event description:
It was reported that during a da vinci-assisted urology partial nephrectomy surgical procedure, intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) that universal surgical manipulator (usm) 2 had endoscope on it and without any collision the instrument retracted up into the cannula, also dislodged itself from carriage without anyone touching it. In a previous procedure grasper retracted from arm. The customer was very concerned what could have happened to patient. The procedure was completed with no reported injury.